Event description:
It was reported through corporate litigation, the device was used during a gastric bypass procedure, to create a jejunojejunostomy and anastomosis utilizing a gia55 gastric stapler. The plantiff alleges the surgeon "failed to anastomse, or properly anastomose, the pancreobiliary limb of the gastric bypass to the roux limb" and that the surgeon "failed to test to determine that an anastamosis or proper anastomosis of the pancreobiliary limb with the roux limb had been accomplished." Plaintiff also alleges that the device and staples had a design defect and manufacturing defect. The complaint is not specific as to the injuries suffered by the plaintiff other than the patient was "seriously and permanently injured and will continue to suffer damages."